Manufacturer narrative:
No additional information was received. Five (5) samples were received in used conditions without their original packaging. Visual inspection was performed at 12 in under normal lighting to received unit. Functional testing: the cannula was connected to the retractor and then tested using a syringe with water in order to detect leaks. The water passed through the connector, no leaks were observed in the assembly. The complaint was not confirmed and root cause cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a leak on the patient's skin and the cannula was bent. No patient injury was reported.